Event description:
Patient was revised due to loosening between the bone/cement interface.

Manufacturer narrative:
Examination was not possible, as no samples were returned. The investigation was limited to the information provided, as the lot number required to review the device history records and test the retained samples was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.